Event description:
It was reported through remote transmission that a steady increase in pacing lead impedance and capture threshold were noted. Further lead evaluation was scheduled.

Event description:
New information received indicates that tachy therapy was disabled for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.